Manufacturer narrative:
(B)(4).

Event description:
It was reported "after catheter insertion, its position was verified by x-rays, revealing catheter looping in the subclavian vein. Attempts were made twice to reposition the catheter without success. Subsequently, the decision was made to completely remove the catheter and repeat the procedure with a new device. This time, the procedure was performed without complications, resulting in the insertion of a 5fr double lumen PICC catheter in the basilic vein of the right upper limb." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of catheter bending was confirmed by visual inspection of the customer supplied photo. The customer photo shows the PICC catheter entering through the right basilic vein and mov-ing upwards instead of downwards towards the svc. The customer description suggests the selected vein may have been too torturous for the PICC to drop into the svc which is a common occurrence depending on the patient's vasculature and health background. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record re-view was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to moni-tor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (b)(t) .

Event description:
It was reported "after catheter insertion, its position was verified by x-rays, revealing catheter looping in the subclavian vein. Attempts were made twice to reposition the catheter without success. Subsequently, the decision was made to completely remove the catheter and repeat the procedure with a new device. This time, the procedure was performed without complications, resulting in the insertion of a 5fr double lumen PICC catheter in the basilic vein of the right upper limb." No patietn harm or injury. The patient's current condition is reported as "fine"..